Event description:
It was reported that the atrial lead exhibited noise. The patient had a history of atrial lead noise dating back to (B)(6) 2010. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.